Manufacturer narrative:
Date sent to the FDA: 4/22/2016. A sample was returned for evaluation. Visual and functional tests were performed and the sample met the specification requirements. Retained samples were retrieved for evaluation. The retained samples were visually and functionally tested. All samples were found to meet specifications. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. Following the procedure, the suture lost its tensile strength within few days and knots loosened or opened up. No further information has been provided.